Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx stent was implanted into the lad. Approx 18 days post index procedure, the patient suffered rectal bleeding. The patient was on dapt at the time of the event. The investigator and safety assessed the event as possibly related to anti-platelet medication and not related to the device. The patient recovered.